Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was replaced by the biomed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to boot up. There were no reports of an injury or death.